Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. During the procedure once the rf pigtail wire was inserted into the right atrium, the rf wire was noted deformed. The physician felt it was not safe to use deformed wire, thus the rf wire was replaced with the same model wire and the procedure was completes successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. During the procedure once the rf pigtail wire was inserted into the right atrium, the rf wire was noted deformed. The physician felt it was not safe to use deformed wire, thus the rf wire was replaced with the same model wire and the procedure was completes successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that the rf wire was damaged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5 describe event or problem field updated with new information received.